Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, eccentric, 90% stenosed mid left anterior descending (lad) artery. The balance middleweight elite guide wire was advanced to the lad; however, it was removed from the anatomy to reshape the tip. The guide wire was re-inserted into the dispenser coil to reshape the tip. When removed from the coil after reshaping, the guide wire was separated 40 cm proximal to the tip. The separated portion remained in the dispenser coil. New whisper and balance heavyweight guide wires were used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis suggest that the core failure may be attributed to ductile overload at the distal end of the hypotube. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.